Event description:
The patient reported that the reading from their teladoc blood pressure monitor was compared to a manual blood pressure reading taken by a medical professional. They said the teladoc result was 161/82, while the reading from the doctor's manual monitor was 140/82. The readings were completed simultaneously. The difference between the readings was greater than 20 mmhg.

Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the device was working as intended